Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neurostimulator. It was reported that there was a 376/375 error code on the recharger and difficulty charging. The patient reported they took a bad fall in the shower on (B)(6) 2018. The patient said since he fell he was seeing the call your doctor icon and 376 code on the recharger. The patient said his recharging belt plastic template was broken. The patient was not sure if his ins was damaged from the fall. No symptoms or further complications were reported/anticipated.